Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. The surgeon first performed a dilatation and curettage. The surgeon then proceeded with the ablation. The pressure dropped and the surgeon "topped the balloon". Then there was a drop in pressure and the system shut down. After six more minutes, there was a major drop in pressure and the surgeon terminated the procedure. There were no holes, tears, or leaks noticed in the balloon when it was removed from the patient. The patient went back to the ward and stayed overnight. The next day mid-morning, the patient experienced the first pain abdominally and was given an injection for the pain which was described as unbearable. A general surgeon performed a laparotomy. The surgeon opines that the catheter had perforated at the fundus and burned the small intestine. The surgeon performed an anastomosis and the patient was admitted to the intensive care unit where she stayed for four days. The patient's condition was reported as stable.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two device were involved in this event. See also medwatch 2210968-2008-00180. The same patient is represented in each medwatch.